Event description:
Edwards received notification that a valve model 3300tfx27mm implanted in the aortic position was explanted from a 61-year-old patient after an implant duration of approximately five (5) years and one (1) months for unknown reason. No other information was provided.

Manufacturer narrative:
Added information to sections a1, a2, a3, d1, d4 (model number, serial number, expiration date, d6a, g4 (PMA/510(k) number) and h4 (manufacturer date). Updated section b5.

Event description:
Edwards received notification that an edwards valve was explanted after an unknown implant duration for unknown reason.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section h6 (device code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Corrected data h6 (type of investigation): "4117 - device not accessible for testing" code removed. H11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer report of "explanted for unknown reason" was unable to be confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all leaflets on the both inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Sewing ring cloth cut around the valve. Suture holes were observed around the sewing ring. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.